Manufacturer narrative:
This is the same event as 3010536692-2015-01184.

Event description:
Allegedly, patient was revised due to mom complications(hip pain, aspiration, trochanteric ostectomy: right.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.